Manufacturer narrative:
The lifeband involved in the complaint was discarded by the customer. Therefore physical investigation could not be performed and the root cause could not be determined.

Event description:
During patient use, the autopulse platform (sn (B)(4)) frequently needed to be re-started and re-set. The entire back piece of the autopulse lifeband (lot # unknown), including lateral plastic tabs, broke loose with little to no contact, leading to failure to start compressions or a stop in ongoing compressions. No consequences or impact to patient was reported. Please see the following related MFR report: MFR # 3010617000-2019-00992 for the autopulse platform.